Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After battery installation, the unit remained on a blank display. Multiple new batteries and battery caps were used with no change in condition. Unable to perform the self test due to the blank display condition. Proceeded by cutting the unit open and performing a visual inspection of the connectors and electronic assemblies. Per visual inspection, moisture damage was noted to the electronic assemblies, preventing the unit from powering on or displaying information, separated to the electronic stack. The unit was also received with pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, label damage, scratched case, cracked battery tube threads, cracked case, and cracked battery tube compartment. In conclusion, the customer¿s allegation of a blank display was confirmed and was due to moisture damage to the electronic assemblies, separated to the electronic stack. Cosmetic damage was also confirmed when a cracked battery tube compartment, cracked battery tube threads, cracked case, cracked keypad overlay, and label damage were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank screen. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed and found that issue had reoccurred after installing a new battery. No harm requiring medical intervention was reported. Mmt-1886l was requested and customer response was the device will be returned.